Event description:
Reportedly, the instrument did not open after firing. The handle broke after 6 firings. The surgeon used another gia 30 3.5 and he made another wedge resection on each side of the previous instrument.